Event description:
Caller reported eating lunch following a 1:26 pm aviva blood glucose result of 101 mg/dl. Within 17 minutes, beginning at 1:59 pm, she reported retest results of 97 mg/dl, 484 mg/dl, 159 mg/dl, 121 mg/dl, 112 mg/dl, and 118 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported eating lunch following a 1:26 pm aviva blood glucose result of 101 mg/dl. Within 17 minutes, beginning at 1:59 pm, she reported retest result of 97 mg/dl, 484 mg/dl, 159 mg/dl, 121 mg/dl, 112 mg/dl, and 118 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.